Manufacturer narrative:
(B)(4). Maude report number: mw5070678 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When it was noticed that the "device was not entirely together at the working end", were any piece or pieces separated from the device? If yes, did any piece or pieces fall into the patient? If yes, was it/were they retrieved? Do you have the six digit/character batch and/or lot number for the device?

Event description:
During a laparoscopic cholecystectomy procedure; staff tried to fire a clip from the applier and it did not work. Upon inspection, it was noticed the device was not entirely together at the working end. The procedure was completed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when it was noticed that the "device was not entirely together at the working end", were any piece or pieces separated from the device? If yes, did any piece or pieces fall into the patient? If yes, was it/were they retrieved? Do you have the six digit/character batch and/or lot number for the device? All of the available information was entered into the medwatch report.